Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding and displayed an error message stating that "fatal error data source cannot connect to the network". A technical support specialist found that the database memory was greater than nine gigabytes. A technical support specialist ran the server purge and found that the server purge selection failed. Rebuild bloated indexes to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system unexpectedly stopped responding and displayed an error message stated that "fatal error data source cannot connect to the network". The customer stated that the device was in an intensive care unit and contained critical medication. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.